Manufacturer narrative:
The hospital biomedical department and physio-control evaluated the device and observed proper operation through functional and performances testing. The device was returned to the customer for use.

Event description:
Hospital ER personnel initiated a synchronized cardioversion on a patient, condition unk. According to the reporter, before energy from the device could be transferred, the red service light illuminated and the monitor display "froze." The device was swapped out with another defibrillator in the room and the patient was successfully cardioverted. There were no adverse affects to the patient reported.